Event description:
It was reported to philips that the device's internal paddles were not functioning. The device was reported to be in clinical use, but the information supplied by the initial reporter does not support the device being in use on a patient. No adverse event to patient or user was reported.